Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, a loss of capture and low sensing were observed on the right ventricular (rv) lead. An rv lead dislodgement was suspected to be the cause of the event. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.